Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device displayed a "defib fault 78" message.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to high voltage module. Root cause could not be determined due to the catastrophic nature of the assembly. Analysis for reports of this type has not identified an increase in trend.